Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation described as skin pulled off under the rear electrodes. There is no indication of bleeding, open wounds or a sustained injury. The patient reported that his physician advised that until his back has healed, he should not wear the lifevest. The patient also reported using neosporin on the area. Follow-up indicated that the patient's back continued to improve.